Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral vein in a 74 year-old female patient for post-op lvad. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, hemolysis was reported as evidenced by hemolyzed laboratory values. No blood products were required. It was unknown whether imaging was utilized to assess pump position or whether pump repositioning was performed in response to the event. Target activated clotting time was reported to have been maintained throughout support. While on support, the impella rp flex device was operating at performance level 5 with expected flows of 2.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remained on support for 8 days, after which the impella rp flex device was successfully weaned and explanted. The patient survived to explant with no additional adverse events reported.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.